Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms due to an erased history file. The pump had cracked battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm while changing the infusion set during a manual prime. The customer attempted to prime again but received the motor error alarm again. The customer's blood glucose was 6.0 mmol/l. Troubleshooting was done. The customer stated that the insulin pump may have been bumped. The customer stated that they were unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.